Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 60 watt console. According to the complainant, during the procedure and inside the patient, the tip of the fiber broke off inside the scope and fell into the patient. The broken fragment was successfully retrieved using a basket. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. The fiber was returned broken and measured approximately 310.5 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. There was a burn mark at the break indicating that the fiber misfired. If the misfire occurred while inside the scope, laser energy would cause damage to the scope. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 24, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 60 watt console. According to the complainant, during the procedure and inside the patient, the tip of the fiber broke off inside the scope and fell into the patient. The broken fragment was successfully retrieved using a basket. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.